Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, scope image was black with a b30 (scope communication error). It was also noted, there were multiple dents, a crack in the glue, and the switches were not working. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope image did not appear prior to use in an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to charged coupled device (ccd) unit and/or scope connector internal circuit board were broken by device handling below which may have led to occurrence of the suggested event. Earth wire of the system was not connected. Insertion/removal of scope connector while the power of system was on. Dirt and/or fluid adhered to the scope connecter contact. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Olympus will continue to monitor field performance for this device.